Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2016 with halo/glare/shadows in both eyes. Patient claimed that his vision was botched. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of smeared lights, halos and starburst. Patient reported symptoms are significantly interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -4.75 x .00 x 90; left eye pre-op 20/20 -5.00 x .00 x 90. Bcva from (B)(6) 2016: right eye post-op 20/15; left eye post-op 20/15 -.50 x -.25 x 170.